Event description:
The device was used during a lung resection procedure. Reportedly, the staples were missing and the cartridge was difficult to load. The surgeon applied another device to complete the procedure. The hospital has reported no patient injury occurred.